Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend-related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H.11 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
H.6. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Initially information received from the consumer stating that the consumer experienced corneal ulcer twice in the right eye last year. The consumer was prescribed with unspecified medication. The current status of the consumer¿s eye symptoms was recovered. No additional information was available at this time.